Manufacturer narrative:
Batch review performed on 09 january 2017. Lot 080425: (B)(4) items manufactured and released on 23 april 2008. Expiration date: 2013-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon planned to swap the poly.

Manufacturer narrative:
Additional information received on 17 january 2017 and includes: the tibial insert was removed and replaced with a thicker insert to address some instability that occurred over time with the relaxation (stretching) of the ligaments. The operation was performed without any complications.